Event description:
On (B)(6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the directions in onetouch ultra2 user guide, was difficult to follow and understand. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient or patient's daughter by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The date/time when the alleged issue began was not specified, however, the reporter indicated that as a result of the alleged issue the patient has not been able to test independently since she purchased the subject meter (date/time not specified). It is not known when the patient last performed a test with the subject meter. The reporter indicated the patient manages her diabetes with glucophage (dosage not specified); however, it is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. On (B)(6) 2010 at 5am, the reporter claimed the patient was experiencing symptoms of lightheadedness, shaking, and cold sweats; a blood glucose test with the subject meter was not performed after the onset of the patient's symptoms. In response to the patient's symptoms, the patient consumed an egg and drank tea at approximately 8:30am, thirty minutes later, the patient reportedly passed out. Shortly after 9am, the emergency medical services (ems) arrived, the patient obtained a blood glucose result of "283 mg/dl" with the ems's meter, treatment (type unknown) was administered by the health care professional, and the patient was later transported to the emergency room. The patient was allegedly hospitalized for one day. During troubleshooting, the patient's daughter indicated she was also having difficulty understanding the directions in the onetouch ultra2 user guide; however, prior to contacting lfs the reporter was later able to set-up the subject meter for the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began, and allegedly had to be treated by a health care professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.